Event description:
It was reported to boston scientific corporation that an rx biliary stent was used during a stent placement procedure in the bile duct performed on (B)(6), 2012. According to the complainant, during the procedure, when the physician attempted to release the stent, the guide catheter detached from the pull wire. The broken guide catheter remained within the push catheter enabling the delivery system to be removed in one piece. The procedure was completed with another rx biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an rx biliary stent was used during a stent placement procedure in the bile duct performed on (B)(6) 2012. According to the complainant, during the procedure, when the physician attempted to release the stent, the guide catheter detached from the pull wire. The broken guide catheter remained within the push catheter enabling the delivery system to be removed in one piece. The procedure was completed with another rx biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The stent component and delivery system were returned for evaluation with the stent deployed from the delivery system. Visual evaluation revealed the pull wire to be kinked. The guide catheter was found detached from the pull wire and was not returned for evaluation, indicating excessive force was exerted when the stent was attempted to be deployed. The noted damages are likely due to anatomical or procedural factors encountered during the procedure, such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this event is operational context. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.